Manufacturer narrative:
The console data was returned to the manufacturer, however the pump was not returned for evaluation. Consequently, a device analysis was unable to be performed. The data logs revealed erratic flows while the pump was operated at p-level 2, however there was no evidence of biomaterial being ingested by the pump. According to the clinical team's account during the case, anticoagulation was sub-therapeutic at times, and the patient was receiving integrilin. The thrombus noted on the pigtail during explant was likely picked up when the pump was explanted through the 14fr long cook sheath. The clinical presentation of leg ischemia occurred immediately thereafter, including limb swelling and loss of pulse. The limb ischemia was resolved by surgical embolectomy. Due to the sub-therapeutic anticoagulation it is likely the sheath which had been left inserted for six days, clotted off during support. The root cause of the thrombus observed on explant and limb ischemia is most likely a result of improper anticoagulation, which was sub-therapeutic during support. The manufacturer will continue to investigate all reasonable and obtainable sources of information and will provide results and conclusions if additional information is received.

Event description:
A (B)(6) male suffered cardiac arrest while playing hockey, had an AED placed and CPR was performed. The patient underwent a pci of his left anterior descending artery, and an iabp was placed. The patient continued to decompensate, requiring an escalation of inotropes and vasopressors; and was experiencing intermittent episodes of vtach. The patient was brought to the cardiac cath lab with the plan to remove the iabp and place an impella cp. The iabp was removed and the vessel was dilated with 10 fr, 12 fr and 14fr dilators. The 14fr oscor sheath was unable to advance smoothly into the vessel, therefore the 14 fr oscor introducer was exchanged for a 14 fr long cook sheath. The impella cp was inserted on (B)(6) and flow was initiated. The physician performed a peripheral angiogram to assess distal limb flow. The patient was reported to be hypotensive, with unstable pulsatility, and required blood products during support. Upon admittance to ICU on the evening of (B)(6) the pump was repositioned using tte. The patient was transferred to a new facility later in the evening. According to the abiomed field representative the patient's antigoagulation was subtherapeutic at times. The patient was administered integrilin, in addition to heparin in the impella purge solution. The patient arrested on the (B)(6) and was placed on ECMO; and the impella performance level was decreased to p-level 2. The patient developed a hematoma at the ECMO, left groin insertion site on the (B)(6) and the impella insertion site was reported to have oozing that resolved. The patient stabilized over the next several days, and was taken off ECMO on the (B)(6). The patient remained on impella support for several more hours after which the impella was removed through a 14 fr cook sheath. Upon removal there was visualization of thrombus on the pigtail. A thrombus was reported to obstruct flow to the extremity, until an embolectomy was performed on the 23rd; at which point flow was returned. The clinical team stated the impella saved the patient's life. There was no indication of any further adverse effect to the patient following the embolectomy.